Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels over 600 mg/dl. Customer's bg levels were addressed by delivering boluses and administering manual injections. Customer alleged that the pump was not delivering bolus deliveries as expected and insulin on board reading was inaccurate. Tandem technical support reviewed pump data and confirmed that bolus delivery and insulin on board was working as intended. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.